Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout procedure. Prior to procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold, high pacing impedance and low r-waves sensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.